Manufacturer narrative:
(B)(4).

Event description:
It was reported that event occurred during use. After 18 hours of use, the balloon leaked inside the artery of the patient. As a result, the intra-aortic balloon (iab) was removed and replaced. There was no reported death or serious injury. Patient outcome: safe and discharged.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of blood in the helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. If the sample is returned at a later date, a full investigation will be completed. No further action required at this time. Other remarks: see MDR #1219856-2017-00227 and tc #(B)(4) for related complaint.

Event description:
It was reported that event occurred during use. After 18 hours of use, the balloon leaked inside the artery of the patient. As a result, the intra-aortic balloon (iab) was removed and replaced. There was no reported death or serious injury. Patient outcome: safe and discharged.